Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted from 100% to 85% in approximately 3 days. The customer¿s blood glucose was 139 (mg/dl). Tandem technical support educated the customer that the battery was depleting as expected. However, the customer maintained the battery was depleting quickly.